Event description:
Additional information indicated that the rv lead had straightened out under x-ray and was showing increased threshold measurements and loss of sensing.

Event description:
Boston scientific received information that the patient with this right ventricular (rv) lead developed twiddler's syndrome and experienced diaphragmatic stimulation. A revision procedure was performed and the lead was repositioned. No adverse patient effects were reported. Additional information has been requested; however, no further information is currently available.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.